Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Successfully downloaded history files and traces using thump. No pump error 35 was noted. However, pump error 38 was noted in history files on 01/02/2026 at 15:49:53.000. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, scratched case and cracked belt clip rails. Critical pump error (open book image) alarm confirmed due to pump error 38. Pump error 38 alarm confirmed due to moisture to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a pump error 35 (a broken force sensor was detected during seating or regular delivery), pump did not pass the self test, pump was exposed with moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for moisture damage. The customer reported that the pump was exposed to moisture and that fluid was present in the pump. The pump did not pass the self-test. Troubleshooting was also performed for the critical pump error, and it was explained that the error occurred when the pump performed safety checks and detected an issue. The pump did not show any visible signs of damage. The customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.